Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 231 mg/dl, 144 mg/dl, 280 mg/dl and 140 mg/dl when all tests were performed within 10 minutes on the advantage system. It is not provided if the results of 231 mg/dl and 144 mg/dl were obtained within the same 10 minutes as the other two results. Reporter did not indicate that she was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.